Event description:
During insertion of the product into a 7f bt sheath, the stent moved off the balloon proximally onto the shaft of the sds. The sds catheter and stent never entered the pt's body, only slightly entering the sheath. Another sds was used to successfully complete the procedure. The product is available for evaluation and testing; however, it has not been received to date.